Event description:
Updated: caller reported a malfunction on the pump. Customer¿s blood glucose value was not provided. The went to the hospital as was treated with IV fluids of saline and insulin, which resolved the issue. The customer was discharged on (B)(6) 2025. The customer reverted to an alternate method of insulin therapy.